Manufacturer narrative:
It was reported that the infection was successfully treated with oral antibiotics. The device analysis report is attached. This report is submitted on april 17. 2020.

Manufacturer narrative:
This report is submitted on march 23, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an infection and subsequent electrode migration. The patient was reimplanted with another cochlear device during the same surgery.